Event description:
The consumer reported a false positive result with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer received a positive result with binaxnow covid-19 ag self-test, and a negative result with unknown brand at doctor office. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219953 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 219953 and device part number 195-430h / lot 217911r. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219953 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. H3 other text : device discarded, single use.

Event description:
The consumer reported a false positive result with binaxnow covid-19 ag self-test on (B)(6)2023. The consumer received a positive result with binaxnow covid-19 ag self-test, and a negative result with unknown brand at doctor office. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use.